Manufacturer narrative:
D10 concomitant product: egia60axt, egia60axt egia60 artic extra thicksulu (lot#n4e1814y); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4d1031) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, involving green and black reload, there were issues with incomplete staple lines after firing. This resulted in an extended surgical time. The devices were replaced to resolve the issue. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a surgical procedure, involving green and black reload, there were issues with incomplete staple lines after firing. This resulted in an extended surgical time. The devices were replaced to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was transected. The loading unit interlock was tested and found to function properly. It was reported that there were issues with incomplete staple lines after firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.